Event description:
It was reported that during a laparoscopic ileostomy take down revision, with the first device, they had difficulty connecting the anvil. When they would get it connected and dial down, it would slip off. They finally got it dialed down without slipping. It was fired and there were incomplete donuts on the proximal end. A leak was on the right side. They could see the opening when they opened the device. They re-transected the sigmoid and the colon and started all over again with a new circular stapler. On the second firing, when they fired the device, the staples formed only on the patient's left side. The staples were straight on the right side. The staples legs were straight. They could see them sticking through the tissue. There were incomplete donuts. On the third firing, they transected the colon and instead of stapling, the distal colon/rectum they re-approximated the opening with four interrupted sutures endo stitches. They introduced the stapler, fired and had a leak. The procedure was scheduled to start at approximately 7:30 am they closed around 3:30 pm or 4:00 pm. The patient was never opened; they continued laparoscopic for the entire time. Current status of the patient is unknown. Devices retained at the account and will not be released.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.